Event description:
It was reported that the right ventricular (rv) lead had high bipolar and unipolar thresholds. The lead remains in use and will be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 457445 lead implanted (B)(6) 2010. (B)(4).